Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. In an unspecified date the consumer experienced cramping and crying. The consumer reported last period before hysterectomy. She listened to her doctor 7 years in pain (as reported). Ptc investigation result was received on 29-dec-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up information received on 31-dec-2015 via social media and case was upgraded to incident. Consumer desired to be e-free. She got her wish (B)(6) 2015 hysterectomy scheduled (as reported). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain/cramping. She has a hysterectomy scheduled for essure removal. During and after essure insertion, pelvic and abdominal pain may occur. In this particular case, limited information was provided. Nevertheless, company considers a causal relationship with the suspect insert cannot be excluded, since a possible essure removal was mentioned and regards this case as incident (hysterectomy scheduled). Based on the available information no product quality defect was confirmed. No follow-up will be pursued, since this is a social media case.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramping/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and crying ("crying"). The patient was treated with surgery (hysterectomy and essure removal). At the time of the report, the abdominal pain lower and crying outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and crying with essure. The reporter commented: consumer reported on twitter she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be (essure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 25-jul-2019: this record was detected to be a duplicate to case record # (B)(4) to which all information was transferred. Then this duplicate record (B)(4) will be deleted. This non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain/cramping. She has a hysterectomy scheduled for essure removal. During and after essure insertion, pelvic and abdominal pain may occur. In this particular case, limited information was provided. Nevertheless, company considers a causal relationship with the suspect insert cannot be excluded, since a possible essure removal was mentioned and regards this case as incident (hysterectomy scheduled). Based on the available information no product quality defect was confirmed. No follow-up will be pursued, since this is a social media case.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.